Manufacturer narrative:
From failure analysis: the second, but unidentified microcoil system not related to the complaint was returned severely stretched, damaged, and entangled. In addition, the damage found to this unit does not match the complaint event or description. The distal section was severed and not returned. Due to the extensive damage found to the returned microcoil system; no identification can be made as to the product catalog number, the lot number, or why this unit was returned with the complaint coil. As there is no complaint on the issue, it is unknown why the product was returned and no complaint could be confirmed. Based on the information available, the circumstances of how and where the damage may have occurred is unknown. Therefore, no corrective actions will be taken at this time.

Event description:
Failure analysis found an issue with an unidentified microcoil system not related to the complaint, but was returned with the complaint product was severely stretched, damaged, and entangled. In the initial complaint the contact at the hospital reported that the physician was treating a patient with a large carotid tumor and was sacrificing the internal carotid artery. Upon trying to insert the 5mm x 20cm deltamaxx (B)(4) into the rhv (details unknown) that was attached to a stryker excelsior sl-10 (details unknown) he felt resistance and could not advance the coil into the catheter. He removed the catheter and asked for another coil of the same size (details unknown) and was able to insert it with no resistance at all. The case proceeded without further issue and patient is doing well. There was no significant clinical delay due to the issue. The coil did not advance to the catheter hub. Neither the device nor the microcatheter kinked or bent at any time prior to the resistance/friction. There were no damages on any part of the device when it was removed from the patient. An adequate continuous flush was maintained through the catheter. The catheter was exchanged over a guidewire, thereby maintaining target position.